Manufacturer narrative:
(B)(4). Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with one ecr60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5d09x. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a semi-open colectomy, the staples at the middle part of the inner line of the cartridge were unformed at the first firing of feea. The device was used on the descending colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.